Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, fault 23072 occurred on arm 4. Customer informed tat they were not able to recover the fault. Technical support engineer (tse) guide the customer to perform a power cycle and emergency power off (epo), but the issue persisted. The procedure was aborted without patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced part(s) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.